Manufacturer narrative:
An isi fse went onsite and replaced usm 3 to correct the reported problem. The usm unit was returned and the error was confirmed, but could not be reproduced. As a precaution, the yaw slsa assembly will be replaced to address the reported problem. The usm part has been returned and evaluated by the failure analysis (fa) team. Fa investigation confirmed but could not be replicate reported complaint of error 23008 on axis 1. Although fa confirmed but did not replicate the customer reported issue, the failure mode determined does not meet the criteria of a reportable malfunction as the da vinci surgical system remained in an acceptable and operable state.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 23002 on arm 3 was displayed. The customer informed the technical support engineer (tse) that they performed a restart of the system but the issue persisted. The tse log review confirmed the error 23008 in the logs pointing to the universal surgical manipulator 3 (usm) axis 1. The logs also showed that the customer disabled arm 3. The tse had the customer power the system down and the system powered on with no errors. The procedure was completed with no reported injury.